Event description:
It was reported that pump experienced malfunction alarm without any notable events beforehand and customer¿s blood glucose level rose to 513 mg/dl. Customer outcome involved high blood glucose that required correction by insulin injection using multiple daily injections, and no outside medical assistance was needed. Technical support provided instructions to reset pump, assisted customer with successful reset, confirmed malfunction did not recur, advised customer to continue using pump, and instructed caller to call back if malfunction code appeared again.